Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and itchy all over back, with some bleeding from electrodes digging into the skin. The patient reported being diabetic. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is wound as follow up attempts were unsuccessful.